Event description:
On (B) (6) 2008, the patient reported that after changing the insulin cartridge on his infusion device, he is unable to put the device into the run mode. He stated that every time he tries to go from stop to run ,the device beeps and gives some sort of error message. He said he is unable to view the error code because the lcd screen is not readable and has not been readable for a long time. He thinks it may be an a5 or e5 end of use. The screen does not have any black splotches or cracks. The patient does not know when the power pack was changed last, but said he changes it when he gets the low battery warning. He does not have any power packs with him, but will try a new one when he goes home. The patient called back and stated he inserted a new power pack and the device displayed a e5 or an a5. He said he will switch to injection therapy. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.